Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and the pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited unstable thresholds and high thresholds several times. It was also reported that the rv lead exhibited gradual drop in impedance and low impedance. Pacing threshold was checked by manual operation, and was acceptable parameters and high pacing threshold was not reproducible. The rv lead was capped and/or abandoned and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.